Event description:
It was reported that there were air bubbles or gaps in the customer's tandem mobi system, specifically in the cartridge. When checked, there was no adverse impact to the customer's blood glucose level since the caller declined to answer questions regarding it. The customer observed the issue after a pump reset but was able to resolve it as large air bubbles no longer existed following a procedure. The caller resumed insulin therapy and confirmed their understanding of the process.